Manufacturer narrative:
(B)(4). Other device used: catalog #00771101200, m/l taper size 12.5, lot #61765947 - manufactured by zimmer (B)(4), in remains implanted. Surgical and explant photos were provided. There appears to be some dark debris around and inside the opening of the femoral head taper; however, it cannot be definitively determined what its make-up is. There also appears be some scuffing damage just inside the femoral head taper, potentially down the taper walls. No clear debris is seen on the femoral stem taper from the photos, which was not revised. A MRI of the hip is noted to demonstrate complete tearing of the abductor tendons as well as a complex fluid collection consistent with particle disease. Notes state that the patient has suffered multiple dislocations, which likely contributed to by her deficient abductors, but was also called noncompliant by her surgeon. Lab notes also indicate high whole blood cobalt levels. A complaint history search of the lots of the femoral head and stem returned no additional complaints against either manufacturing lot. Product compatibility was confirmed. The information provided, it appears that taper corrosion has led to complications including adverse tissue reaction and dislocation; however the cause for this taper corrosion cannot be determined.

Event description:
It is reported that a patient was revised due to adverse tissue reaction and corrosion.